Manufacturer narrative:
There was no device available for analysis. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) underwent a surgical procedure as their left cylinder was perforated during regular use of the device, and it led to the growth of tissue in-between the layers. During surgery, the entire ipp was removed and replaced. No additional patient complications were reported.